Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, the patient presented with back and leg pain. It was reported that a rod was broken. The patient underwent a revision and it was noted that there was also a non-union. The broken rod was replaced.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rod breakage. Mas crown and set screw rod interface witness marks noted on rod. Fracture surface damage and smearing noted. Fracture surface examination identified a quasi-brittle fracture surface, with rays emanating from the area of crack propagation, followed mechanical overload of the rod. Atypical step is noted approximately on center. A review of the associated DHR did not identify any manufacturing non-conformance. Dimensional inspection confirms conformance to print specification. Conclusion: morphology of fracture is somewhat consistent overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.